Event description:
A request came from the relatives of the customer via the sales manager for an analysis to be performed on the pump. It was stated that the pump was being brought back due to a hospitalization for hypoglycemia. The customer was in a coma for a couple of days before being pronounced brain dead. The customer is still living but will not be reconnected to the pump. No profiles could be retrieved at the time of this call as the pump is not available for troubleshooting, however, the profiles will be downloaded by the sales manager for analysis. Customer is suffering from depression and is possible suicidal. It was noted that the customer was hospitalized for depression and possible suicidal on another occasion.